Event description:
(B)(4). I had essure placed (B)(6) 2015. Placement itself was excruciating despite multiple medications. Afterwards, my periods became heavier with large clots and painful cramps. I also experienced stabbing pain during ovulation which I had never had before. Every joint in my body started to ache, I suffered from fatigue and daily headaches that were not relieved by anything. I had chronic pelvic pain as well. Had my fallopian tubes removed along with the essure coils on (B)(6) 2015. My doctor informed me that the scar tissue that was supposed to form around the essure coils to block my fallopian tubes. Never formed despite having it for over 9 months. I could have become pregnant or the coils could have caused internal damage if they had not stayed in my fallopian tubes. After having essure removed, my headaches are gone, I am not constantly fatigued and my period was back to what it was like before I had essure put in.